Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a power fail condition noted in the diagnostic history log. No patient involvement reported.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
Root cause : the power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
The motor controller (mc) pcba u10 component failure created the 1117, 111d, 111b, 1127 and 1118 error codes. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.